Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a headache, feet tingling, and sweating from an inappropriate shock or jolt on (B)(6) 2011. The pt also experienced a racing heart and fuzzy vision.